Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced high blood glucose and sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 444 mg/dl and the sensor glucose was 143 mg/dl. Customer current blood glucose level was 155 mg/dl. The insulin delivery was suspended due to sensor values. The customer reported the sensor value that triggered the suspend event was 65 mg/dl and suspend on low limit in sensor settings was 70 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. It was also stated that the site was bleeding and product was not adhering as customer went to running and was sweating. Customer was treated with manual injection and declined trouble shooting for high blood glucose. The sensor and insulin pump will not returned for analysis.